Manufacturer narrative:
(B)(4). This problem is still under investigation. The follow-up report will be sent by 05/10/2011.

Event description:
The customer states that "the system turns off constantly."